Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was a crack on his insulin pump. He also mentioned that whenever he suspends the insulin pump the device still delivers insulin. The patient had to call ems due to a blood glucose of 19 mg/dl, which was caused by the delivery anomaly. Ems took the customer to the hospital, where he was then treated for the low blood glucose. The patient's current blood glucose is 123 mg/dl. The insulin pump was not returned or replaced since the device is out-of-warranty.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer called back referencing a previous call in which he reported a hospitalization and cracked pump. The customer stated the lcd screen has scratches everywhere and it's hard to see the screen. The customer's blood glucose was 120mg/dl. The customer stated the pump is difficult to read and not functioning correctly. The customer was advised the pump will be replaced and revert to back up plan.